Event description:
The customer contact reported a leak of technetium. The patient was receiving normal saline via a gravity infusion at a keep vein open (kvo) rate. While the patient was walking on the treadmill, she pressed on the tubing which was located on top of the treadmill bar and underneath her hand. At that time, solution "squirted out" through injection port. It was reported that the tubing set was contaminated as the patient had received technetium via the intravenous line prior to the event. The technetium spilled onto the floor and was cleaned per the facility's protocol. The patient's intravenous line was discontinued and then restarted using a new tubing set. The procedure was completed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.